Event description:
It was reported that the patient had hyperglycemia and diabetic ketoacidosis because her pump was not giving her correction and the patient was treated with insulin pump on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.